Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the data presented in the article reports a patient was revised 7 months after the index procedure, due to recurrent patellar dislocations. Per the article, "the failure resulted from implantation of an undersized femoral component because the appropriate size was not available at the time of surgery." Therefore, as reported in the article, the root cause of the recurrent dislocations resulting in revision, is due to the user selection of undersized implants. The patient outcome beyond that which is documented in the article cannot be confirmed. No further clinical assessment or interpretation of the attached x-ray(s) is required. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that in a clinical observation of "guided-motion hinged knee replacement prosthesis: early survival rate and postoperative patient function and satisfaction" it was documented on the paper legion hk hinge knee replacement prosthesis (smith & nephew) was implanted to 38 patients. One of these primary procedures was implanted an undersized femoral component because the appropriate size was not available at the time of surgery. The patient¿s joint line was subsequently elevated. Combined with an inadequate lateral trochlear ridge height, this resulted in recurrent patellar dislocations and functional deficit. Revision was performed 7 months after the index procedure. Two moths after the index procedure patient underwent a medial capsule repair. No components were revised during this procedure.